Event description:
Complainant alleged that an elderly female pt was transferred to hospital care after having been defibrillated a reported six times at her home, with a different device. When this device was attached to the patient, a reported four defibrillation shocks were administered using defib electrodes, but on the fifth attempt to delivery energy, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient using the same set of defib electrode pads. Shortly thereafter, the patient had spontaneous return of circulation. Complainant indicated that there was no adverse effect to the patient, due to the reported malfunction.